Event description:
It was reported by the customer that their insulin pump was alarming button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but may have been exposed to moisture when they showered. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 210 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm. However, intermittent button response noted due to moisture damage keypad trace. The device had minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.